Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06877 / 06878).

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to a fractured proximal femur after a patient fall. The modular head was removed and replaced and cables were implanted. Patient underwent a further revision procedure on (B)(6) 2014 due to a fractured midshaft femur after a patient fall. The femoral stem and modular head were removed and replaced. Patient underwent a third revision procedure on (B)(6) 2014 due to dislocation. The head and the linear removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Discarded.

Event description:
It was reported that patient underwent hip revision procedure approximately three months post-implantation due to dislocation. During the procedure, the head and liner were removed and replaced.